Manufacturer narrative:
(B)(4). As the sample was not returned, a complete device analysis could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the sponge was out of a minicap with povidone-iodine. This was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 10 of 11.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.